Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the ise dilution vessel was chipped due to normal wear. He replaced the dilution vessel and vacuum nozzles and ran a precision check. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 chloride result for one patient sample from the cobas 8000 cobas ise module. The initial result was 74 mmol/l and the repeat result was 83 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.